Event description:
The customer was hospitalized for high bgs. It was stated that the customer changed the set. Troubleshooting was performed. The basal rates on the pump were incorrect. Assisted the customer to reprogram the basal rate. The customer informed that the diagnosis was acute sinusitis and high bgs.